Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message); "footswitch is working intermittently" (device stops intermittently). The customer reported that the footswitch is working intermittently. A system message was found in the event log. The case was completed with a delay of 10-15 minutes. No pt injury was reported.

Manufacturer narrative:
The footswitch will be returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).